Event description:
Boston scientific-target was notified that the gdc-10 guglielmi detachable coil was examined before procedure and looked good. No more force than usual at retracting or pushing the coil. No friction either. Not more tortuous than usual. No kink on the pusher wire. The coil was deployed with no problem. New cables were used and new batteries for the synerg power supply. The cables were attached to the pusher wire and alarm with no problems. Voltage was around 5-6. The physician checked the pusher wire to retrieve it and realized that the coil was not detached. The tail of the gdc came back into the tracker excel-14 microcatheter. They tried to gently push it back inside the aneurysm and then it detached. The pusher wire was retrieved and the physician tried to use another coil to push this tail inside the aneurysm but was unsuccessful. So she had to retrieve the microcatheter and leave this tail in the basilar artery. At this point, they changed the power supply unit, used new batteries and new cables to continue the procedure. The tracker excel-14 was put back in the basilar tip aneurysm and 6 more gdc were deployed and detached with no problem. The pt was kept under anticoagulotherapy after the procedure and was doing well.